Event description:
A patient slipped while being transferred, but was caught by staff before impact. No injury occurred. The initial reporter provided information that the red latch on the sling bar did not fully close after sling loops were attached, leaving the red latch partially open. Further information about when this observation was made has been requested. Based on the information received so far, the reason for the incidents is patient movement during transfer (while the red latch remained open) causing the sling loop to slip out from the sling bar, resulting in the loss of patient support.

Manufacturer narrative:
We had earlier submitted a report summarizing two events within a single serious injury report. Therefore, this individual MDR reporting one of those two events is being submitted. Compared to the previous report, the field "device evaluated by the manufacturer" has been updated to "no", as the actual device was not returned to the manufacturer for evaluation. However, a representative device of the same model was used for the investigation of this incident.